Event description:
It was reported that this right atrial (ra) lead experienced a dislodgment that was confirmed through x ray imaging. As result the lead was reported to exhibit high pacing thresholds and low amplitude. Sensing was reported to be unaffected. The physician decided not to revise this patient and instead the device settings were reprogrammed. This patient is not dependent. The lead remains in service. No adverse patient effects were reported.